Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced lost sensor when hands were put over chest, which is where sensor was placed. Customer was advised that placing sensor on chest was an off label site. Customer also reported of experiencing blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 397 and blood glucose was 179 mg/dl. Customer also reported of receiving a constant tone and weak battery alert. Customer was not able to clear due to buttons not responding. Customer was advised that insulin pump would need to be replaced.